Event description:
A hospital in another country, reported that: a piece of a 900mr560 probe was found in an intubated patient's lung when a routine CT scan was carried out in 2008. (Note: the temperature probe tip is inserted into the breathing circuit gas path at the y piece). After the tip was identified on the CT scan, an x ray taken three days prior, was then examined. It was noted that on the x ray the probe tip was visible in the lung. The hospital has advised that the patient did not develop any symptoms as a result of the foreign body being present in the patient's right lung. The hospital also reported that 'seemingly, the thermistor tip has detached from the probe body whilst inserted into the ventilator circuit "y" piece and entered the lung through the tracheostomy tube." They further reported; the tip of the probe was subsequently removed by the hospital from the patient's lung ; they had discarded the probe before the tip of the probe was noted to be present in the patient's lung.

Manufacturer narrative:
Only the probe tip was returned to the MFR for inspection. Th remainder of the device was discarded by the hospital. We are in the process of obtaining more info from the hospital, to include details of what the hospital's reprocessing procedures are before reuse of these probes. The retrieved tip of the probe has been inspected. The edge of the tip which has broken off the main body of the probe is not fragmented. The outer housing of the probe is made of epoxy and as a result is very sturdy. A great amount of force must have been applied to the tip of the probe to cause it to break off the body of the probe. Our records for the last 10 years show we have not received any similar complaints for the mr700 series (to include the 900mr560 probe). We will provide a follow up once our investigation are complete.